Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 29mm sapien 3 ultra resilia valve was implanted in the right common iliac during withdrawal of the delivery system. It appeared that the valve was starting to slide off the balloon and was getting caught on the tip of the esheath, therefore, to avoid surgery, the thv was deployed in the right common iliac artery. There was no intervention removing the delivery system and esheath. The device was discarded at the hospital. Per report, the wire was coming out of the ventricle during attempt to cross the stenosed annulus. There was no report of crossing difficulty.

Manufacturer narrative:
Update to, h6 (type of investigation, investigation findings, and investigation conclusions) and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A 3mensio was provided and revealed that tortuosity and calcification was present in the patient's anatomy with a pre-existing stent in the iliac to the aortic arch. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. In this case, complaint for withdrawal difficulty and valve moves on balloon during withdrawal was unable to be confirmed. Based on the available information, the investigation suggests that patient factors (tortuosity, calcification/pre-existing stent) may have caused or contributed to this complaint event. The patient's tortuosity was noted as 'severe', which could contribute to non-axiality between the crimped valve and the sheath tip during withdrawal attempts. The patient's vessels were noted to have 'low' calcification, but imaging evaluation showed pre-existing stents present, of which could contribute to potential constrained/rigid regions that can result in difficulty withdrawing. It is likely that the valve moved on the balloon due to the physical interaction with the crimped valve against the sheath tip, calcification, or pre-existing stent. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment or corrective or preventative action is required.